Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Device has been explanted.

Event description:
Patient reported left side exchange from textured to smooth breast implant due to the patient¿s concern with the product and deflation. Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality, red particles in the shell, and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and device exchange due to patient product concern.

Event description:
Patient reported left side exchange from textured to smooth breast implant due to the patient¿s concern with the product and deflation. Device remains implanted.